Event description:
End user reports penny sized reddened area to her peristomal skin. She experienced a small amount of bleeding from the area when she removed her pouch. She reports having a large crease in her abdominal at the pouching surface, so stool gets under the mass and lies on her skin.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she is trying various samples to determine the best product for her. She changes her pouch every 2-3 days. She has tried stomahesive paste and coloplast strip paste under her barrier. She uses (B)(6) to cleanse her peristomal skin. She applied stomahesive powder followed by allkare protective barrier wipes to the reddened peristomal skin. A moldable convex skin barrier with eakin cohesive seal or stomahesive strips was recommended to the user. From a clinical perspective, a causal relationship between the activelife 1-pc drainable pouch with durahesive and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.